Event description:
The facility nurse reported to baxter (B)(4) a clearlink continu-flo blood and solution set that leaked when connected to the safe site valve. It was reported that the tip did not fit the connection though it appeared to be secure. The drug being delivered was propofol. This condition was observed during infusion. There was patient involvement, however, there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Two samples were available for evaluation. A liquid leakage test was conducted, and no abnormalities were found. A luer gauging test was conducted and revealed that the two piece luer body was too small, confirming the reported condition. The root cause was attributed to the mold insert being undersized/oversized. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was discarded due to contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review was performed on the reported lot with no deviations found. If additional information becomes available, a follow-up report will be submitted.